Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that a patient's abdomen images were noisy, with high standard deviation. Philips validation engineer (ve) confirmed that there was no harm to the patient or operator. The ve stated that the images were blurred and the doctor was having trouble determining the source of a lesion.